Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that vessel disruption occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization which revealed two target lesions. Target lesion # 1 was a de novo lesion located in proximal left anterior descending artery (lad) with 90% stenosis and was 24mm long with a reference vessel diameter of 2.5mm. Target lesion # 1 was treated with pre-dilatation and placement of a 2.5 x 28mm pe plus stent, with 5% residual stenosis. After deploying 2.5 x28mm (B)(6) study stent, a slight amount of haziness in the ostial lad just proximal to at the leading edge of the stent was noted. Though timi flow was found to be 3, vessel disruption was suspected and was treated with the deployment of 2.5 x 8.00 mm (B)(6) study stent in an overlapping manner. Target lesion # 2 was a de novo lesion located in mid lad with 90% stenosis and was 4mm long with a reference vessel diameter of 2.5mm. Target lesion # 2 was treated with direct stent placement using a 2.5 x 8 mm pe plus stent which overlapped the previously placed study stent. Residual stenosis was 5%. One day post index procedure, the patient was discharged on aspirin and clopidogrel.